Event description:
In late 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a damaged display, black marks. This complaint is classified according to the documentation of the customer care advocate, as the patient was not available for follow-up questions. According to the patient, the subject meter's display was damaged three days prior at 8pm. It is not known if the patient was able to obtain her blood glucose reading after the reported issue began. The day lifescan was contacted, at 2:10am, the patient reportedly developed symptoms described as "dizzy, cold sweat, trembling, and fast heartbeat." The patient's husband gave her some chinese tea and crackers as treatment for her symptoms that can be suggestive of hypoglycemia. The patient did not test on any other device at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or something after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that there was no trauma to the meter and the display issue was not resolved. This complaint is being reported because the patient claimed that she had symptoms that can be suggestive of hypoglycemia after the display issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.